Event description:
It was reported that during an open ascending colectomy, it was found that some staples of the proximal part were protruded at the 3rd firing when the device was approaching the target tissue during an anastomosis between colons. After that, when the same device loading the 2nd cartridge was approaching the target tissue again, some staples of the proximal part was protruded as well. The same device with the 3rd cartridge was used to complete the case. As some staples of the distal part on anastomosis crotch were malformed, additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Swing tab in unlocked position the analysis results found that two reloads were received in good condition. Reload (b) was received fully loaded with staples, with the swing tab in the unlocked position; reload (c) was received with the 2 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. The cartridges were tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.